Event description:
Customer reported that a patient's sample containing anti-e was negative when tested with 0.8% selectogen lot vs134. Additional testing was performed and varying results were obtained. No death or serious injury was associated with this incident.